Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. The pump was received with moisture damage on motor and vibrator motor. Unable to perform the displacement test due to blank display. The pump was received with cracked battery tube threads, cracked case at battery tube side and fading serial number label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the pump was cracked around the belt clip compartment going down on the backside of the pump. The product was returned for analysis.